Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device would not oscillate and will not lock when used with the small battery drive device was confirmed. It was found that small battery drive did lock with an identical spare attachment device. An assessment was performed and it was found that the device would not oscillate. It was noted that the internal components of the device were excessively corroded. It was observed that the unit failed the oscillating frequency measurement. It was further observed that there was excessive corrosion inside the sub-assembly components (bearing housing labelled, ball bearings, planetary wheels, spacer disc, fork, coupling pin, bushing, oscillator head, housing labelled, coupling shaft, bearing shell, gear exit shaft). The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported that during a thoracotomy surgical procedure on a canine it was observed that the motor of the small battery drive device seized up and would not lock on the attachment device. It was reported that there was a five minute delay in the procedure. There were identical spare devices available for use. It was reported that the procedure was completed successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.